Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming functional testing. Upon investigation, the red (can h) wire was open in the trunk cable. The cause of the code 204 was the inability of the belt to communicate with a monitor. The cause of the inability to communicate was the open wire. The root cause of the damaged cable was excessive force on the cable section. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll that a patient was receiving service code 204 - belt/monitor unusable.